Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt has a loss of therapeutic effect following a hip replacement last summer. Prior to the surgery, the pt was receiving relief for pain and rectal spasms. The device was turned off prior to the surgery. Per the reporter, the health care professional interrogated the device with the pt programmer and stated there was nothing more they could do as far as reprogramming. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.